Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pacemaker upgrade procedure, insulation damage was noted on the right atrial lead and the impedance was low. There was no intervention performed and the procedure was completed and the patient was stable.